Event description:
It was reported by the customer that their reservoir's plunger does not move when pushed. Customer stated that when they attempt to fill reservoir with insulin and then flick the reservoir to release the air bubbles, the plunger does not release the air bubbles. Advised customer issue may be due to the transfer guard. Customer's blood glucose level was 122 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.